Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Event description:
Information received by medtronic indicated that there was air ingress during aspiration of the sheath. The issue occured pre ablation, before using of any therapeutic catheter. It had been intended to perform a case with a phased rf catheter. After inserting the sheath, the physician tried to achieve selective angiograms of the pulmonary veins. He gave several times contrast into the left atrium for orientation. Then he inserted a guidewire with the help of a tip straightener into the sheath. When the guidewire was approximately 20cm into the sheath, some air bubbles were observed at the distal end. At this moment, the patient was symptomatic with paresthesia in the right arm and leg (symptoms described as prickling in the right arm and leg). Aspiration was done and all bubbles removed. After 30 minutes, the patient's symptoms disappeared. The case was aborted. MRI performed and there were no signs of cerebral embolism, patient had a complete recovery on the same day.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed the device was intact with no apparent issues. Deflection worked as per specification. The reported air ingress issue has been confirmed through testing; air aspiration was reproduced when a test catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; valve was torn.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.